Manufacturer narrative:
E1: initial reporter city:(B)(6). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that there was no damage observed on the distal tip, lapjoint or exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance and retract. No issues were observed in the tip of the device.

Event description:
It was reported that a tip break occurred. During a procedure involving an opticross hd imaging catheter, it was noted that the tip was broken and the device could not be used. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that a tip break occurred. During a procedure involving an opticross hd imaging catheter, it was noted that the tip was broken and the device could not be used. The procedure was completed with another of the same device and no patient complications were reported.